Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2014, she was even forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right coil attached to uterine wall"), device dislocation ("malposition of essure device location of device: 3 cm from uterine ostia"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1998; (B)(6) 2007), ovarian cyst, depression, breast reduction, knee operation in 1994, ovarian surgery in 1998, vaginal discharge, perineal pain, cramp in lower abdomen, chronic sinusitis, sinus congestion, cough, fever, malaise, sore throat, chest pain, diaphoresis, anxiety, ovarian cystectomy, breast operation and costochondritis. Concurrent conditions included body mass index increased, tobacco user, cholelithiasis, smoker, acute stress disorder and menometrorrhagia. Family history included breast cancer (paternal grand mother). Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("abdominal pain/ lower right abdomen pain"), vulvovaginal pain ("vaginal pain") and the second episode of abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy hysterectomy with bilateral salpingectomy, cystoscope), surgery (hysterectomy with bilateral salpingectomy; surgical removal of coil(s) - one side) and surgery (dilation and curettage). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device outcome was unknown and the device dislocation, pelvic pain, genital haemorrhage, vulvovaginal pain, the last episode of abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had not resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: on (B)(6) 2014, she was even forced to undergo one or more surgeries to remove one or more of the essure coils. On an unspecified date, she had tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical record confirming events vaginal bleeding, pelvic pain, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 19-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, concomitant medication were added. Events right coil attached to uterine wall,abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: 3 cm from uterine ostia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.